Event description:
It was reported that the charge pak, low power and service icons were displayed. The reported problem is indicative of a device that will not power on. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified that the unit would not power on. The root cause of the reported failure was determined to be due to a leaky capacitor, designator c14, on the digital pcb assembly, which caused excessive off current and drained the internal hlc batteries. The customer rec'd a replacement device.